Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and remaining test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that a patient received a discrepant result when testing with the patient's coaguchek xs meter (unknown serial number). A sample from the patient was tested using the patient's meter, resulting with a value of 3.8 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.8 inr. At an unknown time, a sample from the patient was tested using a clinic's coaguchek xs meter, resulting with a value of 3.5 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's nurse was not sure if samples used for meter testing were collected from different fingers of the patient. The patient's product was requested for investigation and replacement product was sent to the patient.